Manufacturer narrative:
Other applicable components are: product ID 3889-28, lot# va0swf3, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Additional information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported the patient had no history of recurrent uti's before the therapy, and they had a uti in (B)(6) 2016, both with klebsiella. The cause of the uti's are unknown and there was no evidence of retention. The hcp stated the uti's were not related to the patient's underlying urinary dysfunction and were not related to the device or therapy. Actions taken to resolve the lack of therapeutic effect were the patient was reprogrammed (B)(6) 2015 , and (B)(6) 2016, and a spinal x-ray was performed (B)(6) 2016. The hcp noted on the x-ray "slightly retracted from original position".

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0swf3, implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported on 08-may-2015 that the stimulation had helped the patient with her symptoms some, but not what she would like it to be. Her therapy was not working as well as she would like and requested assistance to change the programs. A manufacturer representative (rep) was aware of the event being reported a few weeks ago and redirected the patient to patient services for the help she wanted. On the day of the report she was assisted with the programmer and saw she was on program 2 at 1.7 volts. She increased to 1.8 volts, but it was too strong and hurt, so she went back down to 1.7 volts. She was having a hard time following along to change programs and preferred to wait for her husband to help her. Additional information received reported that the patient received assistance and their concerns were resolved on (B)(6) 2015, but also that they were still having concerns and had an appointment on (B)(6) 2015. Patient outcome unclear. Additional information received from the patient reports since implant she had not had good luck with it, it had not helped her symptoms. Patient has experienced a loss or change of therapy. Patient¿s husband was not available to help with troubleshooting. Symptoms reported were no symptoms relief and uti (urinary tract infection). Event date was on (B)(6) 2015 for no symptom relief and on (B)(6) 2016 for uti. The patient was diagnosed when she saw her new hcp (healthcare provider) who told her to turn stimulation on and keep it low. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.